Event description:
The pt bumped head over the implant site while sledding. Pt developed an infection in the skin flap and was hospitalized for administration of IV antibiotics. The pt was discharged and, at last report to the healthcare professional, has recovered.